Event description:
Elective lad ptca, patient stable, distal lesion opened without a problem. Proximal lesion, although not critically stenosed could not be dilated and required high atmospheric pressure (18 atm) with a balloon with a mean burst pressure of 26 atm. The balloon burst and in the attempt to withdraw the deflated balloon into the guide catheter a large amount of resistance was met. The catheter was eventually removed. On examination it was apparent that the balloon was torn. Repeat coronary angiogram showed total occlusion of lad and left main was also noted to have a dissection. Patient was asymptomatic but due to potential left main coronary artery instability the patient went to the o.r. For urgent coronary artery bypass surgery. Patient did very well post operatively and continues to do so.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure, manufacturing. Conclusion: device failure related to patient condition, device failure directly contributed to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.